Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. MFR # was submitted on 06-dec-2022, however it was determined on 19- jan-2023 that this case did not involve a complaint for bnp-1 (blank screen). Based on the additional information provided by customer service after initial submission, it was concluded that this complaint didn¿t involve a blank screen issue and therefore didn¿t meet reportable malfunction criteria for blank screen issues, nor was there any indication of an adc device causing or contributing to an adverse event. MFR # submitted on 06-dec-2022 was therefore not required.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle optium neo meter is 5 years. As the manufacturing year of this product is 2014, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.